Manufacturer narrative:
Medical device problem code (B)(4). The returned tria urteral stent was analyzed, and a visual evaluation noted that the shaft middle section was detached. Additionally, under magnification it was observed around of the detachment struggle marks, no other issues (kinks or bends) were found in the device. The detached section, the suture string, and the positioner were not returned for the analysis. A functional evaluation noted that a mandrel 0.035" was loaded into the device and no resistance was felt. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, the part detached was missing. The suture string and the positioner were not returned with the device, it is evidence that the stent was manipulated out of the package. The problem of stent shaft middle section detached is a problem that could have been generated by the user or due to the interacting with other devices or an excess of force applied during the manipulation/handling of the device with the suture string. It is important to mention that during the product analysis under magnification it was possible to observed around the detached section marks of struggle and that could be generated with an incorrect manipulation of the suture string with the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a ureteral stent placement procedure in the urinary tract, performed on (B)(6) 2021. During unpacking, the stent came off when the suture was cut and tried to be pulled out. Another tria ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of stent shaft broken.